Event description:
Information received from the field notes that the patient went into the physician's office feeling "funny" with symptoms of lightheadedness. Interrogation revealed that the device was in back-up mode. Subsequently, the device was replaced.